Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 15. On (B)(6) 2016 non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and fistula. No further patient complications were reported.